Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and non-capture. Outputs were lowered, the lead was turned off and the patient is to be seen for possible lead revision. The patient had complained of fatigue and palpitations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.